Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the day following the valve implant procedure delirium presented and confusion increased. The c-reactive protein vale measured 27.3. A chest x-ray was negative. A microbiology culture was negative. The specific cause was not reported but reported as multifactorial. Intravenous antibiotics were provided. The event was reported resolved within 24 hours. The physician indicated the event was not related to the medtronic products but possibly to the procedure.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Continuation of d10: product ID d-evprop23-29; product type: 0195-heart valves; lot number: product ID l-evprop23-29; product type: 0195-heart valves; lot number: 0011079119 product analysis: the device history record (DHR) for device with serial number (B)(6) and sterility record (f055537) were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. No images were provided to medtronic, so no image review could be performed. The valve remained implanted, so it was not returned to medtronic for analysis. Conclusion: heart failure is known potential adverse effects per the device instructions for use (IFU). Per the physician, the heart failure (hf) was not related to the valve but was related to the valve implant procedure. Hospital-acquired infections resulting from transcatheter aortic valve replacement (tavr) procedures can generally be attributed to a number of patient- and procedure-related factors rather than device-related factors (1). Per the physician, the sepsis of undetermined origin was unlikely related to the valve but was probably related to the valve implant procedure. The patient was discharged after approximately a month and the event resolved. No additional adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. (1) (B)(6). Frequency, determinants and prognostic implications of infectious complications after transcatheter aortic valve implantation. (B)(6). (B)(6) 2013;112(1):104-10. Doi: 10.1016/j.amjcard.2013.02.061. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve breathlessness, orthopnea, and paroxysmal nocturnal dyspnea (pnd) were experienced. Raised nt-probnp and increased pulmonary vascularity were noted. Blood test showed a nt-probnp of 13123 nanograms per liter (ng/l). Chest x-rays showed mild pulmonary edema. The patient was admitted for close monitoring. Diuretic therapy was restarted and fluid balance was monitored. Per the physician, the heart failure (hf) was not related to the valve but was related to the valve implant procedure. Symptoms improved, heart failure resolved, the patient was discharged six days after heart failure onset. Two days later, sepsis of undetermined origin was diagnosed and the patient was readmitted to the hospital. The patient was brought to the hospital in an ambulance due to confusion, shortness of breath and septic symptoms. Microbiology culture showed gram positive bacilli, corynebacterium stratum that was a possible indication of endocarditis. Antibiotics were administered. Blood test showed a troponin level of 608 ng/l and a bnp of 27475 ng/l. Transthoracic echocardiogram (tte) and a whole body computed tomography (CT) was performed that did not show any convincing evidence of an infected transcatheter aortic valve implantation (tavi). Sepsis-associated delirium was noted with hf with preserved left ventricular ejection fraction. Per the physician, the sepsis of undetermined origin was unlikely related to the valve but was probably related to the valve implant procedure. The patient was discharged after approximately a month and the event resolved. No additional adverse patient effects were reported.